Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one unopened sample that pertain to the product code w9932. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The following information was obtained: received information as following from sales rep via phone today. The event date should update to be 2023-nov-23.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that pull off suture needle occurred during sewing. The needle fell into patient's body. Then vaginal ultrasound was used to locate and remove the needle. The surgery delayed for about 70 minutes to looked for the needle removed it from patient. The patient is stable now. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: what was done to retrieve the broken piece? For example, another incision, or second surgery? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. ------------contacted with the sales rep today via phone, please refer to a-10288906 and other information requested is unknown. The following information was provided: received information as following from sales rep via phone today. After investigation, the patient (female, specific age unknown) underwent perineal laceration repair in hospital on (B)(6) 2023. The surgeon used w9932 for perineal skin sewing in the way of continuous suturing. During sewing, the needle pull off occurred and fell into the patient's tissue. The surgeon immediately looked for the needle. The patient was given intraoperative vaginal b ultrasound examination to assist in looking for the needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture (specific product information unknown) was replaced to continue the sewing. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time for about 70 minutes. The patient has been discharged smoothly currently. No subsequent adverse event report was received.